Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds which is believed to have depleted the battery of the implantable pulse generator (ipg) prematurely. The device and lead remain in use. No patient complications have been reported as a result of this event.